Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps failed during use, when removing it from the cavity, it was found that the steel cable was broken. The procedure was completed with no reported injury.